Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they can hardly see if the pink square was fully in the window. So they wore it for a while and their blood glucose levels were going high at 279 mg/dl. The patient looked closer and saw the pink square was not there. The pod was only worn for 1 to 4 hours on the arm. The pod was discarded.